Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the (B)(6)). Arjohuntleigh received a complaint where it was indicated that stitching inside of the loops became loose. This malfunction was discovered by inspection before use. No patient was involved. No injuries have been reported by the customer. When reviewing similar reportable events, we have found a number of cases with similar fault description (loop stitching inside loop failed). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. It has been established that the toilet sling was not being used for patient handling at the time of the event. During our investigation, the sling was found with loop stitching inside loop failed and was found to not have been to specification. Tests carried out during the development of the sling, and in current production on every sling manufactured, would indicate the stitching of the loops meets the OEM specification. A proper inspection of the sling should have detected the failure of the sling, especially since both attachments points of the red loop were broken. From the information received the sling was not being used for treatment or diagnosis of the patient when the failure of the stitching inside loop was found. Therefore, the sling showing signs of unstitching, should be withdrawn and replaced. Our reports confirm that the sling is not likely to fail during the intended, correct use as described in instructions for use (IFU), but that a failure can occur during a use error. We find this complaint to be reportable to the competent authorities.